Event description:
It has been reported to philips that the host pc is not booting automatically. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. According to the additional information collected, the system was in clinical use when the issue occurred, upon investigation, fse confirmed that host pc was not booting up automatically. The philips engineer reseated the system. After reseating, the system was returned to use in good working. The codes were updated based on the investigation outcome.